Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture threshold, decreased sensing value, and decreased pacing lead impedance due to lead dislodgement were note on the atrial lead. No intervention has taken place at this time and the patient was stable with no adverse consequences reported. The patient will continue to be monitored.